Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occlusion, no delivery/occlusion alarm, and harm was reported with no reported allegation of a device malfunction. Here both the insulin pump and the screen were locked. According to the customer, it had not been done before. Furthermore, when attempting to deliver insulin, the pump displays that the feature was not accessible and that the bc pump was suspended. The customer also noted that her pump had cracked. The customer reported a blood glucose value of 244 mg/dl. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The customer reported the following led up to the event: the customer just woke up and took medication, at that time, only the customer noticed that the delivery of insulin had been interrupted. Document treatment for high blood glucose: the customer tried to give herself insulin, but the pump was suspended. The event involved product(s) mmt-332a, mmt-397a, mmt-1884, and mmt-7040ma. The customer used the insulin pump system within 48 hours of the reported event. The customer reported high blood glucose. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer reported recurring insulin flow blocked alarms after troubleshooting. The customer has tried all remedies or does not want to troubleshoot recurring alarms. No further patient complications were reported. The product return status for mmt-332a is unknown. No product return is required for mmt-397a. Mmt-1884 was requested, and the customer response was the device would be returned. No product return is required for mmt-7040ma.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thump. Pump was cut to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and force sensor. Confirmed pump alarmed insulin flow blocked alarm on 06/24/2024: 17:10:43.000 basal, 20:13:14.000 basal, 21:38:54.000 basal, 21:39:31.000 basal, 21:41:19.000 basal, 21:42:13.000 basal, 23:19:41.000 basal, 23:23:33.000 basal; 06/25/2024: 13:35:24.000 basal and 13:55:01.000 basal; in pump downloaded history. P-cap was attached and locked into place properly. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, cracked case, scratched case, cracked keypad overlay, cracked case display window corner, stained keypad overlay, cracked case (battery tube) and pillowing keypad overlay. No unexpected insulin flow blocked alarms noted during testing. Unexpected insulin flow blocked alarm was not confirmed. Cosmetic damage was confirmed on the pump. Unable to confirm high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.